Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the needle will not attach to pen properly with 6 bd ultra-fine¿ pen needles. There was no reported patient impact. The following information was provided by the initial reporter: it was reported 6 of the 25 pen needles used so far will not thread properly onto the pen, he was experiencing difficulty attaching to the pen.